Event description:
On (B) (6), 2010, the patient was treated electively for an infrarenal abdominal aortic aneurysm measuring 11 cm, and bilateral iliac artery aneurysms. As planned, the hypogastric arteries were coil embolized, an aortouniiliac (aui) was performed on the left side, and a femoral-to-femoral bypass was attempted. The patient was implanted with two gore excluder aaa trunk-ipsilateral leg endoprostheses and one gore excluder aaa contralateral leg endoprosthesis. Angiography revealed a proximal type-1 endoleak. A gore excluder aaa aortic extender endoprosthesis was placed, but the endoleak did not resolve. A palmaz stent was placed and graft junctions were ballooned, but the endoleak persisted. An attempt to advance a third trunk-ipsilateral leg was abandoned due to difficulty passing it through the palmaz stent and aortic extender. The device was removed from the 18 fr cook introducer sheath without complication. When the dilator was advanced through the sheath, it caught the palmaz stent and aortic extender, and wound up pushing the endograft proximally about 2-3 cm, unintentionally covering the renal and superior mesenteric arteries, and partially covering the celiac artery. The patient was converted to open surgical repair. The contralateral leg was left inside the patient, but the other devices were removed. The patient has not been released from the hospital. Further investigation is in process.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. The review of the manufacturing paperwork has not been completed. As stated in the gore excluder aaa endoprosthesis instructions for use (IFU), complications that may occur and/or require intervention include, but are not limited to, improper component placement and surgical conversion. Additional gore excluder devices related to this event: pxt261416/(B) (4); pxa260300/(B) (4); pxt261414/(B) (4).